Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system locked up. There are no reports of patient injury or death associated with this event.